Event description:
Related manufacturer reference number: 2017865-2025-28066. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular (lv) and atrial lead exhibited loss of capture. The lv lead was explanted and replaced. The atrial lead was repositioned on (B)(6) 2025. There were no patient consequences.